Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient expressed that the device was not helping. The patient underwent an explant procedure.